Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. An allegation of infection was reported. The ams 700 device was visually inspected and functionally tested. One of the cylinders had a hole in the outer tube attributed to input tube wear with avulsion. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate the pump. Product analysis could not confirm the allegation of infection or a relationship with the device malfunctions identified. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to infection. The device was removed. No additional adverse events were reported.